Event description:
A report was received that the patient was experiencing on and off burning sensation at the right side. It was also reported that the stimulator was not used for several years because it was not working. The physician recommended a replacement of the device.

Manufacturer narrative:
Additional information was received that the burning sensation at the side was believed to be not device related and the statement that the stimulator was not working meant that the patient had loss of stimulation.

Event description:
A report was received that the patient was experiencing on and off burning sensation at the right side. It was also reported that the stimulator was not used for several years because it was not working. The physician recommended a replacement of the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg) model#: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. Model#: sc-8116-70, serial #: (B)(4), description: artisan surgical lead, 70cm model#: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm.